Event description:
Procedure: low anterior resection. According to the reporter: during low anterior resection due to limited access endo gia universal was in use. Device worked as normal with no indication of any failure. Two 45mm 3.5 roticulator cartridge were used. The first one worked properly. Part of the rectum was cut and staplers were inserted. Then the second dlu was used to finish the cut. This unit was broken. The surgeon has articulated the shaft (45'). Then he closed the jaws on remaining part of the rectum. After firing the stapler the jaws have been opened. Knife has cut the tissue but there were no staples applied. Both sides were open. No staples could be found on tissue, operating field, or jaws. Due to the incident, a stoma has to be created.

Manufacturer narrative:
Initial report sent to FDA on: 02/19/2009.